Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator reporting a screen fault. The unit was reported to not be in clinical use at the time of the reported event. No patient/user harm reported. Evaluation and resolution details are pending.